Manufacturer narrative:
A visual examination of the returned uphold lite with capio slim reveals that the blue dilator is broken and the suture is exposed at the proximal end and is frayed. The dart is missing and was not returned. The capio slim carrier is bent/broken. The carrier is extended out and bent up and over the capio slim. A small amount of extending and retracting is possible. Since the break occurred outside the patient during preparation, the assigned root cause for this complaint event is handling damage. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during an anterior prolapse repair procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the uphold needle detached upon loading outside the patient. The procedure was completed with another uphold lite with capio slim. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during an anterior prolapse repair procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the uphold needle detached upon loading outside the patient. The procedure was completed with another uphold lite with capio slim. There were no patient complications reported as a result of this event.